Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 150 mg/dl, 500 mg/dl, 275 mg/dl, 280, 402, 329, 155, 298, 218,246, 254 mg/dl. Customer declined troubleshooting for high blood glucose. Customer also declined further assistance. The insulin pump will not be returned for analysis.